Event description:
It was reported that the patient received inappropriate therapy due to oversensing. Dislodgement was observed during explant procedure. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was noted at 54.2-54.7cm from the connector pin, consistent with lead friction to another device. The etfe coating was abraded at the same location and the conductor was fractured.